Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed antenna coil damage. The photographic imaging inspection confirmed antenna coil and shield wire breaks. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed an electrical test performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A CAPA was implemented. This is the final report.